Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2366700, model: sc-2366-70, serial: (B)(4). Product family: scs-linear leads, upn: m365sc2366500, model: sc-2366-50, serial: (B)(4). Product family: scs-ipg-r, upn: m365sc11320, model: sc-1132, serial: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation, and had a new, non-device related area of pain. The patient is implanted with four leads, and it was noted that one of the four leads displayed high impedances. It is not known which one of the leads displayed the impedances. In addition, it was believed that the leads may have migrated. The patient underwent a revision procedure in which the physician replaced the lead with high impedances, and chose to upgrade the ipg. The patient was recovering well post-operatively.